Event description:
It was reported by the rep that the (1) mcl20 was used during a whipple procedure. It was reported that the surgeon fired the device on a vessel and noticed that the clip driver locked forward. He was able to squeeze the handles of the clip applier but a clip would not load in the jaw. The case was completed with another instrument. There was no consequence to the pt.